Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging there was moisture and corrosion in the battery compartment. There was no indication of damage to the pump. The reported issue was not resolved with troubleshooting. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings:investigation revealed moisture in the battery compartment and also visible through the display lens. Investigation revealed that the battery compartment was cracked in two places. Leak testing revealed a battery compartment leak. The pump casing was removed and there was evidence of moisture found throughout the pump.